Event description:
The reporter contacted lifescan alleging that the pt's one touch ultra meter was prompting the error 2 message. The pt obtained asistance from their family member with the reported meter. The pt had no symptoms of high or low blood glucose level at the time of concern. Pt received no treatment. There is no indication that the pt experienced injury or medical intervention due to the product. The customer care representative walked the reporter through retesting and error 2 message appeared. Due to the unresolved error 2 issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.